Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/18/2015 with the following findings: the last basal delivery was on (B)(6) 2014 at 09:50am. There was a manual suspend observed for 25 hours on (B)(6) 2014 and for 18 hours on (B)(6) 2014. The total daily doses added up and reflected the programmed basal rate. The basal history reflected a manual basal rate change between the dates of (B)(6) 2014. The pump reflected 24 units after 24hr on 1u/hr basal program duration test and the total daily doses did match the programmed basal rate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 349 mg/dl with extreme drowsiness and an unspecified level of ketones. The reporter stated that the patient experienced a rebound high bg after treatment for a previous low bg. It was reported that there were recent changes made to the patient¿s basal rate by their healthcare provider (hcp). Reportedly, the patient remained on the pump, was hospitalization and treated with IV fluids. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in overcorrecting for a low bg.